Manufacturer narrative:
Correction: product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6)2011 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient had not used their stimulation in years. (Their) ins was at end of service (eos) due to normal battery depletion, and was replaced. During the impedance/connectivity check contact 0-7 showed >40k ohms. The physician wanted to keep the lead in place to see if significant programming can be accomplished using the 8-15 contact. It is unknown if the issue has been resolved at this time. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the high impedances is unknown. No actions have been taken to resolve this issue, but the issue has been resolved. No further information was reported.